Event description:
Discordant, falsely low magnesium (mg), albumin (alb) and carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). Redraw samples were tested on the same instrument, also resulting low. The samples were retested on an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that abnormal assay errors were obtained for some assays on the three patient samples. Ccc reviewed data and found the result monitors and kinetic check values were failing, indicating an issue with the sample probe mixer. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample mixer assembly, primed the instrument, and aligned the sample 1 probe. Mix tests passed and quality controls were run, which resulted within range. The cause of the discordant, falsely low results was due to a sample probe 1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.